Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient stated that several weeks earlier, likely in april, they noticed that therapy on the implanted neurostimulator had turned off unexpectedly while checking the device with the communicator. The patient reported turning therapy back on and observing that the implant appeared to have sufficient battery charge. The patient stated they believed therapy may have turned off on another occasion since then. Pss agent reviewed potential causes of ins turning off on its own, and redirected the patient to the healthcare provider for further evaluation. A notification was also sent to the field to provide visibility on the situation, as the patient indicated that they had notified two manufacturer representatives by leaving voicemail messages describing the event